Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Levels implanted: l4. It was reported that intra-operatively both the ibt balloon were ruptured during inflation at less than 100psi. The device came in contact with the patient. No patient complications were reported due to this event.